Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿